Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel near the internal shunt anastomosis. A 4.0 x 40, 75cm mustang was advanced for dilation. During the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed without this or replacement device. There were no patient complications as a result of this event.